Event description:
Several syringes have small hairline cracks down the barrel of the syringe. Often, the cracks are not visible, they are detected when liquid seeps out of the barrel or no liquid enters the barrel as soon as negative pressure is applied. One healthcare clinician reported radioactive contamination due to a crack in the syringe. Pt care was delayed.